Event description:
On (B)(6) 2024, during the patient's clinic visit, a possible lead break was identified. The team was unable to perform an impedance measurement on contact 2 of the left mesial temporal depth lead. Impedances were measured and there was an impedance alert on contact 2 of the lead. A change in programming was made by turning off contact 2 and programmed contacts 1, 3, and 4. On (B)(6) 2024 the lead was replaced and the explanted lead will be returned to neuropace for investigation. Note: the explanted lead was damaged during the explant process.

Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.